Event description:
During a review of the patient's diagnostic history from the manufacturer's in-house database, it was noticed that the generator had a low output current diagnostic test result with ok lead impedance during a systems diagnostics test.

Event description:
Review of the generator source code indicates fluctuating impedance in the system is not likely a cause of the pulse generator's inability to deliver the higher programmed output current setting. Although lower than expected, the data indicates that the generator appears to be consistently delivering a certain amount of output current. At the same office visit, and following the low output current diagnostic test result, the physician reprogrammed the output current to 3.25ma. Subsequent interrogations have indicated that the device has been able to consistently deliver the 3.25ma setting. The last known impedance value is 2768 ohms as of (B)(6) 2011. The generator remains implanted in the patient, and no patient adverse events have been reported. The device was implanted on (B)(6) 2008, and there were no other instances where there output current was noted as not being delivered. The device history record (DHR) was reviewed for the generator. All lines were signed off indicating the device passed all inspections prior to shipment. The device passed all functional and electrical testing. However, as the generator remains implanted in the patient the device is not able to be further evaluated, and the exact cause is not known.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the age at the time of the event incorrectly.

Event description:
Additional information was received indicating that the patient's device is at end of service and the physicians are requesting to have vns replaced as soon as possible. The patient is currently having seizures daily. However per clinic notes dated (B)(6) 2013, the patient's mother reports that overall seizures have improved, and he is having about 1 seizure per week. Physician assessed that the seizures were under stable control. Although surgery is likely, it has not occurred to date. Attempts for lead implant information have been unsuccessful to date, as the medical facility requires authorized medical or patient representative signature.

Event description:
It was reported by the hospital facility that the patient had generator replacement surgery on (B)(6) 2013 due to an unknown reason. The explanted generator was received by the manufacturer for analysis, but product analysis has not been completed to date. The return product form confirmed the date of surgery but did not list the reason for replacement.

Event description:
Product analysis of the generator was completed. The device performed according to specifications. The generator, which was identified in the field to have revealed a low output current result on a diagnostic test when programmed to 3.5 ma in combination with a lead impedance of 2928 ohms, was explanted and returned as the battery had become partially depleted (near end of service condition). Analysis completed on the generator revealed no anomalies that would have contributed to the low output condition, and the device had reached a normal end of service condition. Given that the device¿s output current was lowered upon receiving the low output current diagnostic test result, this indicates that the user followed the recommendation for troubleshooting the low output current diagnostic test result. Additional diagnostic testing performed on the device following the decrease in output current to 3.25 ma revealed that the output was delivered, and the device was performing normally.

Manufacturer narrative:
Analysis of programming history. Review of the generator source code indicates fluctuating impedance in the system is not likely a cause of the pulse generator's inability to deliver the higher programmed output current setting.